Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported event of incorrect size for patient. Product analysis confirmed that the device performed within specifications. The orm instructs how to select the appropriate size cylinder. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. The ipp cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had hole and tool marking damage in the outer tube; pinhole leak was present. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported event. Labeling review: a review of the device operating room manual (orm) was performed. The orm instructs how to select the appropriate size cylinder. It is concluded that the reported events are included in the product labeling and instructions surrounding how to select the appropriate cylinder size are included in the orm. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was well positioned by the implant surgeon. However, the patient was not pleased with the length of the device. Therefore, the device was replaced with a new lgx ipp. There was no serious injury in relation to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was well positioned by the implant surgeon. However, the patient was not pleased with the length of the device. Therefore, the device was replaced with a new lgx ipp. There was no serious injury in relation to this event.